Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient was seen on (B)(6) 2015. There was no device issue, there were no impedances, and the battery life was normal. The hcp adjusted the device in the office and new programs were entered. Programs 2 and 3 worked best and the patient felt program 2 in the bicycle seat area and program 3 in the buttocks. The patient wanted new programs inserted into programs 1 and 4. The patient was placed on program 4. The symptom the patient experienced was increased urinary frequency. The patient had infrequent urinary urge incontinence and was using 1 pad per day. The patient went 6 to 8 times per day if the device was working and 20 times if it was not helping at all. Lately the patient was going 12 to 15 times daily. The patient was implanted for urgency and frequency. The patient would need a device revision. The patient was currently on keflex for a recent urinary tract infection (uti) and they had recurrent utis in the past that were usually an e coli infection. The patient was previously on uti prevention with keflex and when on this regimen went 1 year without utis. The patient was interested in botox infections and wanted to pursue this if the adjustment didn't help improve their frequency. The patient was also okay with learning to self-catheterize themself. The patient wanted to proceed with catheterization teaching and botox before they would be willing to have a device revision. The patient currently had neck, back, and arm pain. The back pain was sharp and burning.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer was seen in (B)(6) 2012 for a urinary tract infection. The patient was given prescription for estrace cream and macrodantin and it had resolved. The patient's concomitant medications included cephalexin, estradiol, pregabalin, alprazolam, ergocalciferol, naltrexone, cholestyramine, lisinopril, milk thistle, ascorbic acid, multivitamins, hydrocodone, alosetron, ezetimibe, butalb, ursodiol, and polyethylene glycol. The patient had a history of a vaginal sling in 2012 and pre-existing conditions of lumbosacral spondylosis without myelopathy, lumbago, urinary incontinence, chronic cystitis, urinary frequency, urgency of urination, and displacement of lumbar intervertebral disc without myelopathy. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v785930, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that they saw their healthcare provider (hcp) in february or march and had it adjusted. When it would work, it would work well, but the patient thought it needed to be replaced again as it didn't seem to work at its full capacity anymore. The hcp thought she was too skinny and so the device would move in her back. The patient wanted to meet with her hcp again. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine if there was a device or therapy issue, what symptoms the patient experienced, what troubleshooting and actions were taken to address this issue, and if it was resolved. This event will be updated if additional information is received.